Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for molding defect- lip out was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect- lip out was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect- lip out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 2 bd tubes edta plh 13x100 6.0 plblce red had a molding defect with sharp protrusions. The following information was provided by the initial reporter: "the plastic of 2 edta tubes (with red cap) is deformed at the top of the tube (around the edge). "